Event description:
It was reported that the patient visited the diabetes clinic with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 377 mg/dl while wearing the pod. It was reported that the pod and glucose monitoring sensor would not connect. Symptoms reported include high blood glucose levels. As treatment a new pod and sensor were placed. The patient spent two hours in the diabetes clinic receiving care.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.